Event description:
The caller stated the customer brought in a tracheostomy tube where the cuff was determined to be leaking. This happened in 2009. The caller stated they did reintubate with the same sized tracheostomy tube. Caller stated the tracheostomy tube had been in for 1 day; was pretty sure they pretested it and that they may have cleaned it once but when they do clean they use water and a mild detergent. Caller states that there is no visible tear or damage that she can see.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.